Event description:
A physician reported that the tip of a reflex hybrid quick turn insertion driver bent while loading the screw on the back table during surgery. The procedure was successfully completed without delay and with no adverse consequence to the patient.

Manufacturer narrative:
Visual inspection: tip of the device was confirmed to be slightly bent laterally. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. As the device was manufactured in 2012, it is likely that repeated use of the instrument during its service life weakened the material integrity at the tip, contributing to tip deformation.

Event description:
A physician reported that the tip of a reflex hybrid quick turn insertion driver bent while loading the screw on the back table during surgery. The procedure was successfully completed without delay and with no adverse consequence to the patient.